Event description:
The sales rep reports that during a lap cholecystectomy procedure, the device is spitting clips. Something wrong w/cam. It spits clip forward not forming them. No patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.